Manufacturer narrative:
The mcs tip cover accessory will not be returned as it was discarded by the customer. As a result, the cause of the customer reported failure mode cannot be determined. Note: refer to medwatch report (MDR) with MFR. Report #2955842-2025-09921 for MDR submission of the mcs instrument that had a broken wire.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy procedure the monopolar curved scissors (mcs) tip cover accessory installed on an mcs instrument fell off inside the patient's body. The event occurred when the customer was attempting to exchange a forceps instrument. The mcs tip cover accessory was retrieved during the same surgical procedure and discarded. A new mcs tip cover accessory was attached to the same mcs instrument to proceed with the procedure. No post-operative tests such as an x-ray or ultrasound were performed to check for remaining fragments. At an unspecified time later in the case, the customer identified an unspecified broken cable on the mcs instrument (part #470179-19, lot #k12240118-0090). It is unclear what actions the customer took as a result of the broken cable issue with the mcs instrument. However, a review of the site's system logs reveal the customer replaced the mcs instrument with another mcs instrument lot #k12241003-0253). The procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications.